Manufacturer narrative:
Medtronic received additional information that changed the event description that was previously submitted and rendered the originally reported event not reportable: additional information was received that the death occurred nineteen days post-implant and no autopsy was performed. The physician reported that the death was due to a complication from a pericardial effusion that resulted in a hemothorax but was unrelated to the device or the implant procedure. The correct date of death is (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, in a native valve with minimal calcification and stenosis from rheumatic fever, the valve was reported to be 19% oversized. After proper deployment, the valve dislodged upon release from the delivery catheter system (dcs) into the ascending aorta, where it was left implanted. A second device was prepped but the patient stabilized and a decision was made to continue to monitor the patient in recovery. It was reported that the valve was not functioning as intended in ascending aorta but no further intervention was planned. Approximately two weeks following the valve implant, the patient expired. The cause of death was not received but it was reported to be unrelated to the valve implant procedure. It is unknown whether an autopsy was performed.